Manufacturer narrative:
The field service engineer (fse) proactively replaced the mixer pulley, wash tower sensor, peristaltic pump tubing, aspirate probes, and main pipettor probe on (B)(4) 2013. On (B)(4) 2013, the fse noted imprecision on a 50-replicate precision test and the rotor shaft pin was loose and rubbing on the wash pump screw. The fse replaced peristaltic pump tubing, aspirate probes, main pippetor tip, aspirate probes, and wash valve rotor. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for six patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The erroneous results were released out of the laboratory and questioned by the physician. The customer reanalyzed the patients' samples on an alternate access 2 immunoassay system and recovered lower troponin I results, within the normal reference range. There was no report of patient injury requiring medical intervention or change to patient treatment associated with this event. The customer stated all system parameters (quality control (qc), calibrations, and system check) were within specifications prior to the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.